Manufacturer narrative:
Added received date. No device-related issues were identified through the evaluation of the left ventricular assist system (lvas) and a direct correlation between the device and the report of suspected ongoing pump thrombosis could not be conclusively established. The pump was returned assembled with the driveline severed approximately 13 inches from the pump housing. The remainder of the driveline was not returned. The inflow conduit and outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. The device appeared to have been exposed to a fixative agent. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented to the hospital on (B)(6) 2017 and is scheduled to undergo a pump exchange on (B)(6) 2017 for suspected thrombus. No further information was provided.